Manufacturer narrative:
The serial number of the cobas 8000 ise module is (B)(6). The field service engineer cleaned the ise system. The syringe seals, vacuum nozzles, and sipper nozzles were replaced. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for approximately 200 patient samples tested with the sodium electrode on a cobas 8000 ise module. The customer provided an example of one patient sample with discrepant sodium results. The sample initially resulted in a sodium value of 140.69 mmol/l. The laboratory monitored the patient result moving averages and it started trending high into warning territory. Based on this, the customer decided to repeat the sample. The sample was repeated on an unknown analyzer, resulting in a value of 146.9 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
Initial quality control recovery on the day of the event was within range. During the day, there was a high shift in sodium controls and one level recovered outside of range. Repeat measurement of the controls was within range. The investigation could not identify a product problem. The cause of the event could not be determined.